Manufacturer narrative:
Patient city: (B)(6). Patient country: country: poland.

Event description:
Reference number: (B)(4). Event occurred in poland. It was reported that patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event caused by bent cannula. The event occurred after a few hours of insertion. The insertion site was the abdomen. The infusion set was in use for less than one day. The blood glucose level was 450 mg/dl at the time of the event and the patient got treated with insulin drip and pump bolus. Patient was found positive for ketones and ketone levels were identified as life threatening at the time of the event. No further information available.

Event description:
To date, no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 13-feb-2026 against "lot number 6014721 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found kinked upon removal from infusion site, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use. The review confirmed that lot 6014721 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 30-jan-2026 against "lot number" criteria equal 6014721 and similar malfunction soft cannula bent/kinked/crimped after removal - blockage, soft cannula found kinked upon removal from infusion site, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use. The count of complaints is (B)(4). The complaint number is (B)(4). Device history record (DHR) review: the lot 6014721 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac 12, on 01-aug-2025 with a total of (B)(4) units. The sub-assembly of the lot 5g05238 was manufactured according to the wi version 30 and manufactured in quickset line, on 01-aug-2025, with a total of (B)(4) units. The sub-assembly of the lot 5g05238 was manufactured according to the wi version 30 and manufactured in quickset line, on 01-aug-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction occlusion issues-cannot be determined. All test results were within specification as documented in the attached complaint (B)(4) test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6014721 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.